Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during elective intubation it was difficult to put the blade on the handle. The disposable blade fell apart and then broke when falling to the ground. No patient complication or injury.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that during elective intubation it was difficult to put the blade on the handle. The disposable blade fell apart and then broke when falling to the ground. No patient complication or injury.